Manufacturer narrative:
Device passed self-test and displacement test. No unexpected watchdog timeout alarm, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer stated that she heard a high pitch then the display went blank noise and pump will alarm. The patient¿s blood glucose level was 199 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.